Event description:
A silicone lens model aq2003v had a broken haptic when the package was opened. The lens was not implanted and ther was no patient contact. An msi-tm injector was used and the lot number is unknown. An st-45 cartridge was used and the lot number is also unknown.